Event description:
Boston scientific received information that during a follow up loss of capture was noted on this left ventricular lead. In addition, a lead dislodgement was confirmed. This lead was deactivated and a repositioning procedure has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.